Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seal was broken/removed on plunger assembly. Device was chipped out on lower left front corner of top case also cracked on right plunger case and bottom case. Force sensor test and check clutch error found on error history log (ehl) review. It was not possible to bypass the force sensor test error to download the ehl. Force sensor test error was found at power up and unable to calibrate the force sensor. Check clutch error was found during occlusion test. Force sensor connector came loose from plunger board. Pump been dropped or mishandled by customer. Combination of lead screw and both clutch halves were slipping during occlusion due to normal wear. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the technical service manual for instructions on proper assembly of the pump. Actions/repairs were done to correct the reported issue: reconnection of force sensor connector into plunger board, replacement of top case, bottom case and performed preventative maintenance and all functional testing.

Event description:
It was reported that outside range limit, force sensor fail, travel coarse error and check clutch error were experienced; there was also an issue with bottom case, top case and plunger seal. No patient injury was reported.